Event description:
It was reported that the patients ipg was non-functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn.

Manufacturer narrative:
Event date: exact date unknown, event occurred over (B)(6) 2022.